Event description:
During regular filling procedure, doctor / assistant noticed small, long-round burn on patient's lip. Treatment administered was antibiotic ointment. No other follow up treatment planned or required.